Event description:
Upon starting to use the laser, the laser did not sound right and the blast shield of the laser was noted to be cracked/broken. After changing the blast shield and the fiber, the team was able to proceed with the surgery.